Event description:
The following information was reported to gore: on unknown date, but in 2011, a patient underwent endovascular treatment of unknown disease using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was implanted into the left common iliac artery. A contralateral leg component was implanted as a right leg. On unknown date, the ipsilateral leg was suspected to be thrombosed and occluded. On unknown date, the patient developed right leg pain and was transported. On unknown date, a computed tomography revealed thrombosis of the ipsilateral leg thru the proximal of the trunk. On (B)(6) 2024, a reintervention was performed. The contralateral leg as a right leg was patent. A guidewire was able to be inserted from the right side to the descending aorta. Thrombectomy was performed. Despite improvement, the possibility of re-occlusion was deemed high. Additional stent graft was implanted from the proximal end of the trunk-ipsilateral component to the right leg. Pulse of right femoral artery was improved. The patient tolerated the procedure. The physician stated that the thrombosis below the left external iliac artery was the trigger. The occlusion of the left distal artery likely caused thrombus buildup and triggered thrombus adhesion in the stent graft. Since significant thrombus adhesion was also observed in the descending aorta, vascular or hematologic disease may have been involved. An additional stent graft was implanted to secure the patency.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel. The image received cannot be used to perform a full imaging evaluation because it does not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the image provided for review. Gore cannot guarantee the image provided is complete, accurate or lacks alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one partial reconstructed radiographic image provided for evaluation. ¿ no name, date, or demographics on the image. ¿ a blue drawing on the image provided somewhat obscures the reconstructed image. The image appears to show the already implanted contralateral gate/leg extends into the left common iliac artery. Thereby suggesting the ipsilateral limb extends into the right common iliac artery. ¿ contrast/occlusion/patency are difficult to confirm with this kind of image. However, the patient¿s left iliac vessels distal to the end of the implanted devices appear to be occluded on the image created. Contrast appears to reconstitute just distal to the level of the left femoral head. ¿ thrombus cannot be confirmed with this kind of image. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.